Event description:
The MFR received info alleging a ventilator "froze" and shut down. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a ventilator inoperative condition was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.